Manufacturer narrative:
Analysis received the unit with intermittent button response due to a corroded keypad traces. The numbers did not ramp up on its own. However, the unit passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the buttons are not working correctly on the insulin pump. The customer's blood glucose was 134 mg/dl at the time of incident. The customer's wife stated the numbers keep ramping and the scroll bar moves without input from user. The customer's wife was advised that the insulin pump will need to be replaced. The customer's wife was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.